Event description:
It was reported that this implantable pacemaker system was explanted due to the patient developing an infection. This device will not be returned or analysis. No further adverse patient effects were reported.